Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The patient's sample (designated as sample 1) was reanalyzed on an alternate unicel dxi 800 access immunoassay system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. Additional samples from the patient (designated as sample 2 and sample 3), were tested on the original unicel dxi 800 access immunoassay system and lower results, within the assay's normal reference range, were obtained. The elevated access accutni+3 result was released from the laboratory. There was a report of a change in patient treatment as the customer stated that the patient was admitted to the hospital in association with the elevated access accutni+3 result. Quality control (qc) and calibration were performing within assay and instrument specifications at the time of the event. The sample was plasma, collected in a lithium heparin gel tube. The sample was centrifuged on the automation line for four (4) minutes at 3000 rpm (revolutions per minute) and room temperature. The customer indicated the sample contained fibrin. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
Patient demographics such as weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse indicated there were no hardware performance issues. System parameters such as quality control (qc), calibration, and precision were performing within assay and instrument specifications. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event was pre-analytical sample handling as the sample contained fibrin.